Event description:
Patient reported that due to her sweating that she has lost six v-go's in total as they have fell off prior to the 24hrs. Patient stated that this occurred through the duration of 3 months supply.